Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error e222 (synchronization failure), watertightness failure at the main body and packing damage. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the image noise and the error e222 is an internal ccd failure. The cause of the watertightness failure and packing damage could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had image noise, the issue occurred during inspection for use before the patient room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.